Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the leaking o2 safety valve. Most likely the issue is due to leaking o2 safety valve. Unable to conclude the findings as the complete inspiration block replaced due to a pressure limiter failure. As a resolution the inspiration block was replaced due to faulty pressure limiter. As safety valve can cause alarm 389 this issue also resolved with new inspiration block.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. The customer reported that they tested the suspect device with a test lung for 12 hours with different modes, and no problems were detected. However, initial analysis of the test lung revealed alarm 389 - "technical failure 389 - no o2 dosing possible." There is no alarm 385. There were also alarm 271 - "o2 supply failed - no o2 dosing possible" and alarm 272 - "o2 supply insufficient" which can cause alarm 389. The logs also indicate on many occasions that there was no o2 supply going into the unit or supply was below the minimum requirement of 4 bars. The customer was recommended to perform complete calibration and verification checks and then provide log files. The customer later detected o2 supply problems in the hospital. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 alarmed "error 385" and something about oxygen failure when changing from non-invasive to invasive ventilation. It could not reach the set values for tidal volume. The patient connected to the device was then transferred to a backup ventilator, but there was no patient harm connected with the event. Unfortunately, the patient died a few hours after the event, but the customer stated that death is attributed to complications of covid-19 and not on the device itself. This statement was confirmed upon request.